Event description:
Caller stated the connector wires on the battery of the inform ii appear to be burnt. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.